Event description:
The protege everflex delivery system of stent disengaged from the grey hub, which prevented proper deployment of the stent. The device was successfully removed, and there was no patient harm. The manufacturer has requested the device be returned for evaluation.